Manufacturer narrative:
Examination was not possible, as the products were not returned. The investigation was limited to the information provided. A search of the complaint database found no prior reports for both reported part and lot number combinations. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.

Event description:
Breakage of two distal transverse locking screws for versanail tibial.